Manufacturer narrative:
This investigation will be updated should pertinent further information be provided.

Event description:
It was reported that the patient placed a tegaderm over her insertable cardiac monitor incision site in order to take a shower. The skin glue came off the incision when she removed the tegaderm. Patient presented to emergency department (ed) for wound check with no signs of infection. The incision site was re-glued in ed. The patient was discharged to home. No additional adverse patient effects were reported.